Event description:
It was reported that after PICC placement, when flushing was performed, the extension tube on the red connection side expanded like a balloon, so use was discontinued. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that after PICC placement, when flushing was performed, the extension tube on the red connection side expanded like a balloon, so use was discontinued. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the catheter tubing expanding is confirmed and was determined to be use-related. One 5 fr d/l groshong catheter was returned for evaluation. An initial visual observation showed use residues throughout the returned catheter. The tubing attached to the red lumen was observed to be longer than the tubing of the white lumen. A tactile evaluation of the catheter tubing revealed the tubing of the red lumen exhibited tensile weakness when compared to the tubing of the white lumen. A functional test of pressuring the catheter with water using a 12 ml syringe revealed a small bubble was visible along the tubing of the red lumen. The tubing expanded slightly towards the proximal end of the tubing. A microscopic observation revealed slight deformation, or a bubble shape, of the tubing of the red lumen. The red lumen tubing walls appeared slightly stretched out. Excessive catheter pressurization during use or catheter occlusions may lead to the failure of a catheter aneurysm. Because the device was found to have a balloon shape in the tubing during pressurization of the device, the complaint of expanded catheter tubing is confirmed. This complaint will be recorded for future trending and monitoring purposes.